Manufacturer narrative:
Account reported that suction loss was possibly due to patient anatomy. Patient had major epithelial defect possibly related to old corneal scar. Flap procedure was aborted at 20% complete due to defect. Flap would not have been liftable. Additional follow-up was provided, customer indicated that the epithelial defect did not exist prior to the procedure. Patient did not have a prior treatment. Topography and slit lamp were unremarkable pre-op. Customer was not sure what could be other possible causes for the epithelial defect. Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Customer reported 1 patient interface (ck01761) due to suction loss after the laser fired on (B)(6) 2013. Treatment was aborted and patient was switched to photorefractive keratectomy (prk).